Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 42 mg/dl at the time of the event and had been treated with food. No symptoms of hypoglycemia were reported. Troubleshooting was performed. The customer has been using the insulin pump system within 48 hours of the reported low blood glucose event. The auto mode feature was not active at the time of the event. No further patient complications were reported; however, the customer will continue the use of the insulin pump and will not be returned for analysis.